Manufacturer narrative:
(B)(4). A fuse g28 gastroscope - r was received for analysis. A functional analysis was performed and found moisture in the forward lens. The scope was aerated and the lens was replaced to resolve the issue. The reported issue of center image lost was confirmed. The issue was due to the moisture in the forward lens. The moisture interfered with the image circuits. After aerating the scope and drying out the circuits, replacing the lens and resealing the scope corrected the issue. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a fuse g28 gastroscope - r was used during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image was blurry. The patient's anatomy was not visible on the center image when it was blurry. Another fuse g28 gastroscope - r was used to complete the procedure. There were no patient complications reported as a result of this event.